Manufacturer narrative:
(B)(4). Insulin pump received with operating currents within specification. Insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Insulin pump passed dat test at 0.08740 inches. No over delivery anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering. The blood glucose level was 63 mg/dl at the time of incident. The current blood glucose was 113 mg/dl. The customer treated with food. The customer alleges the insulin pump was over delivering. The drive support cap appears to be normal. The product will be return for the analysis.